Event description:
Boston scientific received information that abnormal pacing impedances were displayed on the right atrial lead. A request for additional analysis was sent to technical services. A review of the data disk by technical services showed that there was a gradual increase in pacing impedances which appeared out of range. Technical services discussed possible indications for the increase in lead impedances. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.